Manufacturer narrative:
Final device analysis revealed no significant anomalies.

Event description:
The hcp reported that the pt developed drainage and incisional wound opening of the device pocket following implantation of an interstim neurostimulator device system. The pt does not have meningitis. No cultures were taken. The pt was treated with oral antibiotics and explantation of the device system. The infection was reported as ongoing.